Event description:
The cusa handpiece had a vibration failure alert and it failed to function during surgery. The product was in contact with the pt. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.